Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient had a blood glucose (bg) of 1.0mmol/l and treated herself. The reporter stated that the pump is settings loosing settings and changing settings in the basal rates on its own. The reporter stated that the rates were set last night and this am they were different and the one at 3am was 0.00 for about six hours. The reporter stated they are not certain she did not set rates at 0.00. The reporter stated that the patient¿s bg was swinging from 1.0mmol/l to 20mmol/l. Customer support advised to replace the pump. This report is being made due to the hypoglycemic event the patient experienced due to history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.